Manufacturer narrative:
Manufacturer's documentation review revealed no additional information related to the complaint.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements that triggered a beeping tones alert. The patient was checked in clinic, patient maneuvers were performed and no noise was observed. Engineering analysis confirmed the alert was appropriate. Boston scientific technical services (ts) suggested options for troubleshooting. A field representative stated the patient was scheduled for an earlier follow-up and impedance will be monitored closely. The system remains in service. No adverse patient effects were reported.